Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/17/2016 that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2016. No additional event or patient information is available. Data was provided for review; however, there were no bg meter values shown for the time period when comparing to cgm values. Review of the data log could not confirm the reported inaccuracy. A root cause could not be determined via data.